Event description:
It was reported that an alarm 20 occurred during insulin delivery. There was no available information regarding the customer's blood glucose level at the time of the event. The pump was replaced under warranty, and although the customer was informed about the need for a replacement, they declined to disclose their backup insulin therapy. Tandem technical support confirmed the customer's shipping address, provided instructions for returning the problematic pump, and arranged for a replacement to be sent.